Event description:
The aortic punch from the coronary bypass custom pack did not make a 'cut' when the surgeon was attempting to make the coronary anastomosis entry point. No tear resulted and there was no injury to the pt.

Manufacturer narrative:
During a cardiac surgical procedure, the surgeon was unable to cut the aorta with the aortic punch when attempting to make the coronary anastomosis entry point. Another aortic punch from inventory was used without further issue. No aortic tear resulted from this incident and there was no injury to the pt. This aortic punch is a component in a custom procedural pack. The component is manufactured by a&e medical corporation. The sample has been returned to them for evaluation. As the manufacturer of the component, they will make the determination if any corrective action is indicated. We have not had any other similar incidents reported to us for this device.